Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/19/2014 with the following findings: moisture was observed within the battery compartment. No damage was observed to the pump¿s battery compartment or battery cap. The battery cap was able to properly secure to the pump. The pump passed leak testing without evidence of leaks. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported the patient¿s blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The reported blood glucose excursion without symptoms does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.